Event description:
PICC line placed without event on (B)(6) 2017. On (B)(6) 2017 PICC rn called to assess line. Line flushed but found to have minimal blood return. Chest x-ray ordered and found to be in correct position. Noted to have swelling around site and leaking possible IV fluids. (White like propofol) PICC rn concerned that PICC had ruptured. PICC removed and ruptured noted at 5 cm mark.